Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x12 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged from the stent delivery system, proximal to the lesion. The dislodged stent was then implanted in the incorrect place and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr, 3.0 x 12mm stent delivery system (sds) was returned. The stent detached and separated from the sds and was not returned for analysis as it remained in the body. The balloon cones were reviewed and no issues were noted. There was evidence of positive pressure being applied to the balloon. There was whitish media evident inside balloon body. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. The maximum crimped stent profile measurement of the associated batch records for this device was reviewed and was within specification. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.00x12 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent was dislodged from the stent delivery system, proximal to the lesion. The dislodged stent was then implanted in the incorrect place and the procedure was completed. No patient complications were reported and the patient's status was fine.